Event description:
At the time of the surgery, (B)(6) 2021 the inspire sense lead was removed and replaced due to lack of efficacy of the therapy. During the surgery, the distal tip of the sensor was found to have separated and migrated from its original position. The distal tip was removed from the patient using fluoroscopy. The revision surgery addressed the risk and the issue is now resolved.